Manufacturer narrative:
Analysis of the pump found no anomalies. The pump was filled with 20.0 ml of sterile water and then aspirated. The process was repeated five times with no aspirating or filling issue encountered. The allegation could not be reproduced in analysis.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during an implant procedure, there were filling difficulties and aspiration issues. It was noted aspiration of 15 ml of an unknown fluid was possible. After only air bubbles were visible, filling the pump with drug was not possible. The pump was not implanted because liquid could not be aspirated. A different pump was used. The patient was doing well and receiving effective therapy. There were no patient symptoms reported. The pump was used to deliver baclofen.